Event description:
In 2008, the patient reported that she changed her insulin cartridge and infusion set at 5:00pm and after 8:00pm, the infusion tubing became disconnected from the insulin cartridge. She stated that she reattached the infusion tubing to the insulin cartridge very tightly. She later woke up with a blood glucose level of 515 mg/dl and she had a dry mouth and was urinating frequently. Her normal blood glucose level is 130 mg/dl. She bolused 8.8 units of insulin. She reported seeing air bubbles in the insulin cartridge which she was not able to remove through priming. She was instructed to remove the insulin cartridge from the infusion device and she was able to remove the air bubbles by reattaching the plunger rod to the insulin cartridge and applying pressure. She reinserted the insulin cartridge and primed the infusion set. She was advised not to over-tighten the luer connection. At the end of the report, the patient's blood glucose had decreased to 474 mg/dl and she bolused 4.2 units of insulin. Further attempts to follow up with the patient was unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.